Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. There was no patient involved.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-08413, the same issue was previously reported as 2017865-2026-08352.